Manufacturer narrative:
The technician found the cause to be a defective power cord plug head. The technician replaced the power cord plug head to resolve the issue.

Event description:
Technician alleged the ground resistance is out of range. No patient impact.